Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, while the patient was at work, the patient¿s cgm was reading 160 mg/dl and the bg meter was reading 58 mg/dl. No patient symptoms were reported. It was reported the patient ¿used 2 glucagon pens¿ as treatment. It was not specified who provided the glucagon to the patient. Meanwhile, one of the patient¿s co-workers called emergency medical services (ems). Once ems arrived, the patient was transported to the ER. The patient also reported receiving an insulin injection during this event, however, it was not specified when during the event timeline this occurred. It was noted the patient was not admitted to the hospital, but it was not specified how long the patient was in the ER before being discharged. The patient was in good condition at the time of report. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.